Event description:
During insertion of triple lumen catheter via left subclavian vein, guide wire disappeared while catheter was being advanced over wire. To remove wire, a thoracic/vascular surgeon was called; wire was removed by thoracic/vascular surgeon by making small, 3-4cm incision over vein and then pulling out wire. Pt tolerated procedure well and did not develop any sequelae from misplaced wire and retrieval procedure.